Event description:
It is reported that a patient underwent c3/c7 bilateral laminectomy with posterolateral instrumentation and arthrodesis, using dehydrated demineralized bone matrix strips and rhbmp-2 packed in the lateral gutters bilaterally. Six days post operatively, there was increasing pain and weakness. There was no wound dehiscence or erythema around her posterior incision. T2 magnetic resonance images revealed a high intensity fluid collection compressing the cervical cord from c4/c6. The patient was taken to the operating room for irrigation and debridement. On opening the fascial layer, a large amount of clear fluid was released under pressure. The dura was directly visualized and seen to be well inflated. No tears or leakage of any fluid in the operative bed was seen to suggest the fluid could be cerebrospinal fluid (csf). The instrumentation was irrigated without removing the previously placed rhbmp-2 bone graft substitute. The patient improved until postoperative day 12 when the same clinical scenario occurred. She was again taken to the operating room for irrigation and debridement. The fluid was evacuated and the dura was scrutinized for tears. No csf leaks were identified. The previously placed bone graft material, demineralized bone matrix, and tissue surrounding the posterolateral gutters was completely excised. Symptoms again improved after surgical debridement. All intraoperative gram stains and cultures were negative. The patient was subsequently discharged without any further complications. The clear, nonsanguineous fluid was sent for a quantitative cytokine panel each time. The fluid analysis of the seroma fluid at the time of both debridements showed elevations in inflammatory cytokines, especially il-6 and il-8.

Manufacturer narrative:
(B)(4). Literature citation: robin, et al. Cytokine-mediated inflammatory reaction following posterior cervical decompression and fusion associated with recombinant human bone morphogenetic protein-2: a case study. Spine. 2010;35: pp e1350-e1354: device not returned to manufacturer - remains implanted. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.